Event description:
The customer reported that during a sigmoidectomy, the ligasure device could not seal tissue even though an end tone, indicating a completed seal cycle, was heard. No tissue damage, no bleeding, no pt injury reported. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.